Event description:
Implant broke during the surgery. There was no adverse consequence reported.

Manufacturer narrative:
Functional testing confirmed that the implant conforms to memometal specification. Visual inspection didn't identify specific problem on the piece. Dimensional inspection confirmed that the implant dimensions were to memometal specification. Historical data analysis confirmed this is an isolated incident. User error is suspected. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting form the acquisition of memometal technologies by stryker corporation.